Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed and overlapped; it could not fire.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73m1700330 was manufactured on 12/15/2017 a total of 6,000 pieces. Lot was released on 12/29/02017. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with adhesive material on the frame and with its trigger partially engaged. Visual examination also revealed that the stapler was returned with four incorrectly formed staples that were unable to release from the device. The staples appear to be misaligned in the cover block. The stapler was received with 37 staples left in the cover block including the four incorrectly formed staples that were unable to release from the device. First, the incorrectly formed staples that were unable to release from the device were manually removed and the trigger cycle was completed. After the staples were manually removed, the staples within the cover block appeared to be realigned. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. This was repeated three times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired and they were all able to release from the device. A microscopic examination of the four staple tips that were unable to release from the device was performed. No burrs or defects were observed. No other issues were found with the device. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staple jammed" was confirmed based upon the sample received. The sample was received with four incorrectly formed staples that were unable to release from the device. The staples in the returned stapler appeared to be misaligned which prevented the staples from firing properly. After the staplers that were unable to release from the device were manually removed, the staples in the device appeared to realign and the stapler was able to properly fire all remaining staplers. To simulate insertion into the skin, three staples were fired onto a simulated skin foam pad. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. The device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the stapler jammed and overlapped; it could not fire.